Event description:
It was reported that during implantation, the interbody device broke within the patient. The broken pieces of the device were able to be retrieved and another device was used to complete the case. No patient complications have been reported.

Manufacturer narrative:
It is not possible to determine the product code without additional device information. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.